Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The doc was using the jugular approach. Clicked the cartridge in place and tried to deploy the filter and the dilator wouldn¿t advance the filter. They pulled everything out and used another filter.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned delivery catheter sheath. Sample was visually inspected and found valve cap separated or detached from the valve, foam washer and hemo statics valve missing from the valve. Not found any indication of glue properly applied on the valve cap during the assembly process and the complaint was confirmed. The most probable root cause of this issue is manufacture error. During the assembly process, the operator was supposed to have the gluing tip pressed against the cap at an angle so as not to block the opening of the tip while dispensing the adhesive. According to the procedure test for hemostasis valve restriction by pushing the valve housing entirely onto the test pin fixture (the pin inserts through the cap and hemo seal).

Event description:
The doc was using the jugular approach. Clicked the cartridge in place and tried to deploy the filter and the dilator wouldn¿t advance the filter. They pulled everything out and used another filter.